Event description:
It was reported that a wrong value was shown. Follow up indicated that when measuring cardiac output the "temperature-curve" travels above and under the zero-line. Even when the injectate is inserted, the curve is moving and being unstable. The measurement couldn't be done. There were no patient complications reported.

Event description:
Use of postoperative pain pump destroyed shoulder cartilage.

Manufacturer narrative:
Customer report was not confirmed. All through lumens were patent without leakage. Balloon inflated clear, concentric and remained inflated for more than 5 minutes. Thermistor circuit was continuous with no intermittent open condition. Thermistor read 37.2 deg c in a 37.2 deg c water bath. Thermistor connector was opened with no visible inconsistencies. Slight indentation visible on the catheter body at the 93.5 cm area, where the proximal connector of the returned contamination shield was attached.